Event description:
Reporter indicated that vns patient had passed away. Death certificate indicates cause of death as bathtub drowning secondary to chronic seizure disorder. There is no evidence at this time that the ncp system caused or contributed to the reported event.